Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on june 7, 2021, it was found that the image was not displayed due to the circuit board failure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the repair inspection results, the phenomenon was improved by replacing the internal board. Therefore, omsc judged that the reported event occurred due to the failure of the internal board. The failure of the internal board might be occurred due to wear or accidental failure due to long-term use because it had been more than 5 years since manufacturing.